Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, reformatted the hard drive, reloaded calibration files, and reset the cmos. System operates as intended. (B)(4).